Manufacturer narrative:
Additional information: g3, e. Initial reporter, email. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared outcomes in patients who underwent surgical treatment for acute subcutaneous achilles tendon ruptures between december 2018 and january 2022. The coated braided polyester suture was used to suture the tendon stumps in all patients. There were 94 patients in the study and were divided into three groups according to the surgical procedure performed: endoscopic-assisted minimally invasive technique (mis) technique, ma-griffith minimally invasive technique (m-g/misi), and traditional open surgery. Same post-operative protocol. All three techniques achieved good functional outcomes and low complication rates. Endoscopic assistance allowed visualization of suture passage and confirmation of gap reduction, but no superiority was observed in clinical outcomes or sural nerve safety. The m-g/misi approach was associated with faster return to activity and higher achilles tendon total rupture score (atrs) compared with open repair. Complications included infection with failure of the tendon suture requiring revision surgery in two patients.

Manufacturer narrative:
Endoscopic assistance in minimally invasive repair of acute achilles ruptures: a prospective observational study comparing endoscopi c-assisted, minimally invasive, and open techniques: p. Ceccarini, j. Clin. Med. 2025, 14, 8117. Https://doi.org/ 10.3390/jcm14228117 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.